Event description:
Plastic piece fell out of the device when unable to "lock" dilator into sheath. Sheath removed from sterile field and placed in bag.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.